Event description:
The daughter reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 379 mg/dl at the time of hospitalization. The daughter stated the customer experienced nausea, vomiting, abdominal pain and heavy breathing from their blood glucose. It was also found the cause of the hospitalization was from diabetic ketoacidosis. The daughter reported that the customer has been hospitalized twice in one week for high blood glucose. The daughter stated the customer was in the hospital at the time of the call. Customer's blood glucose was 479 mg/dl at the time of incident. Troubleshooting did not find any leaks or air bubbles. The daughter declined to finish troubleshooting. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads.